Event description:
The customer states that during a run of the hbsag assay on the axsym analyzer, the reagent cap did not open and a probe crash occurred. The beige lid of the reagent bottle was broken off when attempting to open the lid, but the brown stopper lid remained in the bottle causing the probe crash. There is no impact to patient management reported.

Manufacturer narrative:
This is the initial report. An investigation is in process. A final report will be submitted when the investigation is completed.